Manufacturer narrative:
The product was returned for analysis. Evaluation of the device indicated the customer complaint of heat was confirmed. Pre-repair temperature tests at 1 minute of the device are the following: nose -165 degrees f, middle ¿ 116 degrees f and rear ¿ 88 degrees f. Analysis indicated the middle bearings were broken which caused the device to run rough. The nose bearings were corroded, worn and stuck. The shaft assembly was corroded and the o-rings were worn. The device was repaired, tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported that the device is getting very hot during use. There was no patient impact.

Manufacturer narrative:
Additional information received indicated the device heated up after 2 minutes and there was a delay in the procedure. Initial reporter facility name - (B)(6) facility address - (B)(6). Note: facility (B)(4) in the initial MDR is the distributor. Date MFR. Rec: 10/03/2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the device heated up after 2 minutes and there was a delay in the procedure.